Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: bending section cover had foreign objects cause was linked to the device but unable to trace more specifically. Additionally, for the finding of distal sheath adhesive having a chip, the most probable cause is a cause traced to component failure, which is an expected or random component failure without any design or manufacturing issue. The component failure was due to a degradation problem identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rhino layngo videoscope bending section cover had foreign objects and the distal sheath adhesive had a chip. There was no patient involvement.